Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through an internal review of data that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a corrupted shock impedance measurement due to suboptimal telemetry. The issue occurred during the implant procedure. It was determined that this issue was related to the programmer and did not impact device functionality. No adverse patient effects were reported.